Event description:
Approximately four months after the last report, it was indicated that the patient's device was replaced. No further information was reported.

Event description:
It was reported that there was a power on reset (por) condition. It was noted that the patient fell on (B)(6) 2014 when outside of her house. It was noted that the patient had control of the implantable neurostimulator (ins) and used the patient programmer to adjust settings the following day. It was noted that the patient got muscle relaxants from store "yesterday or today" and went through the store theft detector. When the patient went to turn the ins off after going to the drug store, the patient reportedly saw the por message. It was noted that the patient had not had any medical procedures or left their house since the fall. It was noted that the patient reportedly never lets the ins battery level go below half. It was noted that the por was an informational one and was able to be cleared by the patient. Additional information received reported that the cause of the por was unknown. It was noted that on february 4, the patient fully charged her device. On (B)(6), the patient "fell right on face." On (B)(6), the patient was reportedly able to adjust settings. It was noted that the patient was not near any electromagnetic interference (emi) sources. There were no reported patient symptoms and the patient was described as alive sustaining no injury, however, it was noted that the patient was not able to get stimulation. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).